Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/24/2014 with the following findings: a review of the black box indicated no evidence of a load step malfunction. The returned battery cap and cartridge cap were used to complete investigation. The ezprime steps were performed successfully with no error, alarms, or warnings. The pump cover was removed and there were no defects found to the force sensor circuit. The product was found to be operating within required specifications; the complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.